Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. No specific cgm nor blood glucose reading was reported from during the event, but the patient stated that the pump was showing an unknown ¿high¿ number. The patient was conscious but was slurring a bit during the event according to their wife. As the patient was advised by their healthcare provider (hcp) to go to the hospital when their blood glucose reading is high, the patient´s wife drove him there. At the hospital a fingerstick was taken and the blood glucose reading was 1036 mg/dl. No treatment was reported but it was stated that the patient was admitted for 1 week to treat the hyperglycemia, and for one more week for unrelated back pain issues. The patient reported that they took tylenol (dosage unknown) 3 times a day because of the backpain. At the time of the report the patient was stable. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.